Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: load fill tubing was started but the process was not completed within 3 minutes. In this case, the incomplete load fill tubing alert will be displayed on your pump.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced blood glucose (bg) level of over 500 mg/dl tandem customer technical support (cts) identified an incomplete load alert prior to the event. The customer acknowledged that they had initiated the load sequence but had not completed the load process, resulting in the elevated bg. Customer completed the load process. The elevated bg had not been addressed at the time of report.